Event description:
Developed pain, reduced rom, and audible 'grating' of the joint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.